Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the device missing the ¿reset¿ button and the surface paint is chipped. The device appears to be worn. It was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for 1 minute each, the electrode worked as intended and there was no issue found with its functionality. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar and three dissimilar other complaints reported for this lot of devices. None of the complaints were resulted from a design or a manufacturing defect. The lot is 5 years old and all the complaints were a result of field wear issues. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that the customer's vapr iii footswitch was working intermittently. The sales rep reported that the customer was using the device with refurbished vapr s90 electrodes against his recommendation. The surgeon completed the procedure with another like device with no patient consequences or delay.